Manufacturer narrative:
Other, other text: four samples were returned for evaluation. Two of the devices were used samples 1 and 2) and two of the devices were unused (samples 3 and 4). The devices were visually inspected; this showed one cut in the eyelet area for sample 1. No damage was detected on any of the other samples. The manufacturer attempted to induce the condition seen on sample 1. For the first attempt, the investigator tried to induce the damage by not following instructions for neckstrap molding process. The investigator removed the unit from the mold when bushing was still stuck to mold. This test did result in a cut but not in the same area as seen in sample 1. The instructions for use document was reviewed; this showed the several entries that may be relevant to reported issue. From section 4.10: "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product."based on review of the IFU, it was determined possible that the neckstrap for sample 1 could have occurred during use through the use of a tracheostomy tube holder that had sharp edges. The reported issue was confirmed during examination but the issue could not be attributed to a manufacturing issue.

Event description:
It was reported that a smiths medical trach tube had an eyelet torn in half. No adverse patient effects were reported.